Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly. Unit was programmed with a test minilink and glucose sensor simulator. The sensor feature working properly. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a rewind anomaly. The customer¿s blood glucose was 11 mmol/l at the time of the incident. The customer reports changing out the reservoir and during the priming insulin kept coming out. During troubleshooting the customer states insulin is "squirting out" during the manual prime process. The customer states insulin continues to drip after motor stops during the manual prime process. The customer states they are unable to exit the "preparing to prime" loop. The insulin pump will be returned for analysis.